Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the customer reported the item had a broken part. The repair technician reported the end of the long handle was broken at the threads. Damaged component is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 5-jan-2015. This item failed synthes final inspection on 28-jan-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the rod bender/cutter (388.750 lot 3625182) was returned with approximately 20mm broken off the threaded end of the handle; the fragment was not returned. Otherwise the instrument was returned in good condition and operates smoothly. The instrument was unable to be repair by service and repair and was sent to the complaint handling unit for investigation. A definitive root cause was unable to be determined. The complaint is confirmed. The relevant product drawings were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause was unable to be identified; however the failure mode is consistent with the application of excessive force. Health professional inadvertently checked; should be only company representative device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that a small part of the table top rod cutter and bender broke off as the sales consultant was attempting to assemble it in sterile processing. Part is currently not usable. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Service manufacturing has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 3625182: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.